Event description:
The customer reported to baxter (B)(4) of a secondary medication set in which there was a leakage at the junction of the burette chamber and the tubing. The leak was observed after the rn connected the set to the primary set and spiked into a 250 ml ns bag containing gemcitabine (chemotherapy). The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.